Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen did not work. There was no patient involvement.

Manufacturer narrative:
(B)(6) 2018. The v680 is an exported device and not available for commercial distribution in the united states. This is not reportable to FDA and was submitted in error.